Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device noted the clip was captured on the distal end of the device, confirming the report of clip entrapped in the tube. The garage tube was found proximally displaced. Garage tube displacement may occur if the thumb advancer is advanced against resistance, due to radial sheath constriction. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, resistance was encountered during the advancement of the thumb advancer and sheath splitting and extra force was used to complete thumb advancement. The IFU states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4): femoral angiogram not taken. The instructions for use (IFU) indicate to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. (B)(4): per the IFU, the thumb advancer should not be advanced if excessive resistance is experienced. The locator wings should be manually collapsed using the safety release mechanism prior to removing the device from the patient. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, during advancement of the thumb advancer and sheath splitting, a lot of resistance was experienced, the advancement had only been completed half way. The physician applied extra force and completed thumb advancement. However, the clip was not fired, it was noticed that the clip became entrapped in the tube. The safety release mechanism was utilized and the device was withdrawn from the patient without issues. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.